Event description:
Additional information was received that the right atrial (ra) lead was explanted over three weeks later. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the patient was lost to follow up. Upon interrogation it was noted that the right atrial (ra) lead pacing impedance was greater than 3000 ohms. Upon review of data from the device's memory it was found that the impedance had been greater than 3000 ohms for over a year. A revision procedure was performed where the ra lead was tested with a psa and yielded high out of range measurements. Subsequently the ra lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned analysis will be performed and this event would be updated.'